Event description:
We have identified possible stress fractures on the rear case of the carefusion pc 8015. In two of our tertiary hospitals a significant percentage of our approx 2200 pc's have been identified as having these cracks. This leaves the potential for fluid infiltration, thus possibly negatively affecting pt outcome. When queried, carefusion stated that they are aware of this issue and are working as developing a more fortified rear case. We feel that this was not voluntarily communicated out to all carefusion customers. Carefusion should send a letter to make customers aware of the issue, so they can be vigilant in inspecting there devices for potentially affected pc's.